Event description:
It was reported that customer received a button error alarm. Customer was sledding in snow. Customer's blood glucose was 169 mg/dl. Insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump had intermittent act button response due to corroded keypad traces. No button error alarm was noted during testing. No moisture damage was noted inside of the insulin pump. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.